Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. Wife had called requesting assistance with setting up the meter; customer had got the meter (B)(6) 2017 and wanted to run a blood test. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of hi and hi using truemetrix meter. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: true metrix hi (B)(6) 2017 04:39:00 pm fasting: yes, true metrix hi (B)(6) 2017 04:35:00 pm fasting: yes. Memory concerns: customer is concern with both results. Customer just got the meter today from (B)(6) and wanted to run a blood test. Customer is feeling fine and is not having any symptoms related to diabetes at this time. (B)(6) (wife) states that he was in the hospital last week ((B)(6) 2017) because of his diabetes and his results was 481mg/dl. (B)(6) (wife) states the he was not feeling good so she took him to the ER. The customer was given 2 IV and his blood sugar came down to the 300mg/dl. Customer was release from the hospital the same day. Customer went to see his doctor on (B)(6) 2017 but no new medication was given to him. Customer is taking lantus, januvia and glipicide. Customer was not using our meter at that time. Have customer have run another blood test and got hi fasting. Customer states that he is feeling fine and he is not having any symptoms related to his diabetes.